Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that large volume pump (lvp) display board need to be replaced.

Event description:
It was reported that large volume pump (lvp) display board need to be replaced. There was no reported patient involvement.

Manufacturer narrative:
Investigation conclusion: the reported issue of a dim segment is confirmed based on the field action and was replicated during functional testing of the returned display board. Device inspection: the customer returned 1 lvp display board assembly. Visual inspection of the board was performed and was observed with damage to the j1 connector. Root cause analysis: manufacturing issue. Device history review: device history record (DHR) reviews are not required for field action complaints because the root cause of the issue is known, the investigation is documented within a CAPA, and a field action has been initiated. Only lvp display board assembly was provided for investigation.